Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he was in the hospital for a surgery, an event unrelated his diabetes. While in the hospital, they performed a comparison testing within 2 minutes between the contour next link 2.4 meter and the hospital's meter, which gave a difference of 30 mg/dl. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The customer also returned the contour next test strips from lot # 0bped01c. However, it is unknown if the returned test strips were associated with the event. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.